Event description:
The patient came in 1 month after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23.nov.2021: lot 2101777: (B)(4) items manufactured and released on 18-03-2021. Expiration date: 2026-03-03. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Additional items involved in the event, batch review performed on 23.nov.2021: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2100272. Lot 2100272: (B)(4) items manufactured and released on 27-04-2021. Expiration date: 2026-04-19. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event.